Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed including pressure test and clear passage with no issues noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set leaked chemotherapy medication .the leak occurred while in use on a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.